Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended while pump remained within normal operating altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean speaker holes, reseat cartridge, and then load new cartridge when delivery did not resume, and after new cartridge was installed and insulin delivery restarted, alarm did not recur, pump returned to normal operation, and customer was informed that original cartridge had not vented properly.